Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. Visual inspection of the opened handle found the battery was vented, wet with electrolytic fluid. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Root cause of the observed vented battery was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. A process improvement has been initiated to address this issue. Additionally, the investigation detected an unreported condition of a dim screen that has no relationship to the reported condition. The root cause of the observed condition was determined to be a result of a component failure. However, the cause of this specific failure could not be reliably determined. The investigation found the unreported failure did not cause or contribute to the reported condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, when the handle was on charger, charger had green light indicator but an error logo showed on the screen. Handle was replaced by another one to solve the issue. There was no patient involvement.